Event description:
The device was used during a lobectomy. Reportedly, the cartridge disengaged into the pt's activity. The dr was able to retrieve the component and applied another device to complete the procedure. The hosp has reported no pt injury occurred.